Event description:
It was reported that a cartridge alarm was reported during the load process. There was no adverse impact to the customer's blood glucose level. The customer successfully reloaded the original cartridge back into the pump and resumed insulin therapy without further assistance needed, resolving the issue.